Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The temperature of the needle shaft was below specifications, and ice formed along the entire vacuum sleeve, confirming the reported complaint. Needle disassembly identified the root cause as insufficient insulation from the vacuum sleeve, although no visible connection or leakage points were observed during microscopic inspection. Review of the needle lot manufacturing records did not identify any similar complaints within the needle batch.

Event description:
It was reported that a cryoablation needle formed frost on the needle shaft. The needle passed initial integrity testing, but the malfunction occured during a freeze cycle of the cryoablation procedure. The needle shaft was irrigated with warm saline to correct the problem. The user observed a minor skin burn at the needle insertion site. The case was completed with no further reported patient injury.

Event description:
It was reported that a cryoablation needle formed frost on the needle shaft. The needle passed initial integrity testing, but the malfunction occured during a freeze cycle of the cryoablation procedure. The needle shaft was irrigated with warm saline to correct the problem. The user observed a minor skin burn at the needle insertion site. The case was completed with no further reported patient injury.